Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with no delivery alarms. The customer's blood glucose level at the time of incident was unknown. It was reported that the alarm was resolved by infusion and reservoir change. It was reported that the customer was advised of possible occlusion. It was reported that the customer was advised to monitor the device.